Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 9393610, 510k # k094025 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device info.

Event description:
It was reported that during the impaction of the interbody device into the intradiscal space, the device broke into three parts. The intradiscal space was not very narrow and the surgeon tapped the inserter with less force. One portion of the broken cage could not be removed, and remained in the pt's disc space.